Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown unknown head lot #: unknown, item #: unknown unknown stem lot #: unknown, item #: unknown unknown cup lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 04509 head. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a left hip arthroplasty and subsequently was revised thirty years later due to as dislocation caused by a traumatic fall. The poly liner was destroyed during removal and was replaced. All other devices remain. Attempts were made to obtain additional information; however, none was available.